Manufacturer narrative:
Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2010-03629. It was reported that during a carotid stenting treatment procedure, the patient experienced bradycardia. The unspecified target lesion was located in the ostium of the right internal carotid. The target lesion was 90% stenosed, 5mm in diameter and 15mm long. The lesion was treated with a filterwire and placement of a 10x24mm carotid wallstent. Post-dilation was performed. Residual stenosis was 10%. During the index procedure, the patient experienced bradycardia. The patient was treated with medication. The event was successfully resolved without residual effects. The patient was discharged 2 days later.